Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage due to rear panel pushed in. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without any failures or problems. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, teach pump test, safety clamp operation, voltage verification check, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover behind the front panel assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact requested assistance with cancelling during fill 5 of 5 of the patient's pd treatment to take the patient to the emergency room (ER). Technical support assisted the patient contact with cancelling treatment. Upon follow up, the patient contact confirmed the reported event and that the patient was formally admitted to the hospital after being diagnosed with low magnesium and potassium that caused the patient's defibrillator to be activated during pd treatment. The patient was hospitalized on (B)(6) 2024 and then discharged on (B)(6) 2024. There was one manual exchange performed while hospitalized. The patient is recovering and continuing pd treatments on the cycler without issue since being hospitalized. The patient contact could not confirm if the hospitalization was related to using fresenius products or pd therapy. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of hospitalization for hypomagnesemia and hypokalemia resulting in the activation of the patient¿s defibrillator. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Hypomagnesemia is a frequent problem in the clinical setting and caused by malabsorption, gastrointestinal disorders, alcohol abuse, renal tubular disorders (gitelman syndrome), and some medications. Hypomagnesemia and hypokalemia are electrolyte abnormalities that prolong the duration of myocardial action potentials, leading to qt prolongation on the electrocardiogram. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact requested assistance with cancelling during fill 5 of 5 of the patient's pd treatment to take the patient to the emergency room (ER). Technical support assisted the patient contact with cancelling treatment. Upon follow up, the patient contact confirmed the reported event and that the patient was formally admitted to the hospital after being diagnosed with low magnesium and potassium that caused the patient's defibrillator to be activated during pd treatment. The patient was hospitalized on (B)(6) 2024 and then discharged on (B)(6) 2024. There was one manual exchange performed while hospitalized. The patient is recovering and continuing pd treatments on the cycler without issue since being hospitalized. The patient contact could not confirm if the hospitalization was related to using fresenius products or pd therapy. Attempts to obtain additional information were unsuccessful.